Event description:
Information was received from a distributor regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there was a lead issue. The lead exhibited out of range impedance values, >20,000 ohms. In the beginning of the implant procedure, 4 proximal contacts (4-7) were out of range. After manipulation of the lead, random contact impedances went out of range until it reached a point where all contacts were out of range, with lead remaining in epidural space. At first, switched the lead to contacts 8-13 on the trialing cable and repeated the impedance measurements. Values were the same there. Then replaced the trialing cable and the external stimulator but unfortunately nothing has changed. A new lead was used and the issue was resolved. Patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6) ubd: 13-jun-2028, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed no anomaly. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.